Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR as the patient reported a tooth extraction (permanent impairment to a body structure) and an invisalign product was being used.

Event description:
The patient reported having tooth # 19 (lower left 1st molar) extracted, swollen gums, pain, loss of jaw bone, and an infection (causing bone loss and tooth 19 to be extracted). The patient reported visiting an oral surgeon, who performed the extraction, due to the reported symptoms. The patient reported being prescribed antibiotics (unspecified) to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2018.